Manufacturer narrative:
The vit cutter involved in the reported event was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from the (B)(6) indicated that the vit cutter was not cutting during the procedure. There was no report of impact or injury to the patient.